Manufacturer narrative:
Date rec'd by MFR: 15oct2019. The assy, manifold, gds (gas delivery system) was returned to failure investigation (fi) for evaluation. The external visual inspection of this customer returned gds system revealed that this unit was missing the (data acquisition) da board and the o2 valve solenoid with no signs of damage or contamination. This customer returned gds system will be installed into the fi test ventilator. This failure was traced to an out of specification u1 on the air flow sensor pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.date of report: 07/09/2019.a follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported error low leak carbon dioxide rebreathing risk alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.